Manufacturer narrative:
The device was evaluated. The evaluation concluded that the seat and headrest were torn. The remainder of the unit was in normal working condition. The seat was replaced and the unit is working properly.

Event description:
Consumer's power of attorney found consumer in his room with the chair on top of him. She is unsure how it happened.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer's power of attorney found consumer in his room with the chair on top of him. She is unsure how it happened.